Event description:
Son, (B)(6), alleged that the casters are folding up and the legs are leaning to the side and stated his father has already fallen twice because of this. (B)(6) stated even though he fell he was not hurt or injured because of the fall. (B)(6) does not have the date code from the rollator because he is not with it at this time.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 12120-37-23, the owner's manual is found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Son, alleged that the casters are folding up and the legs are leaning to the side and stated his father has already fallen twice because of this. The son stated even though he fell he was not hurt or injured because of the fall. The son does not have the date code from the rollator because he is not with it at this time.